Event description:
The event was reported by the customer that they rec'd an l3-020 blue cable error while taking the fourth sample during a breast biopsy. The customer tried a second probe and rec'd another l3-020 error. It was determined the cable was seized up. The case was aborted. Add'l info obtained, the case was rescheduled and there was no pt consequence.

Manufacturer narrative:
Date sent: 08/05/2008. Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint, and to correct the issue the blue cable was replaced, as it would not turn. The safety latch was replaced due to it was worn. Per the svc manual, svc test were performed with no functional faults found. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.